Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet had failed to advance into the right atrial (ra) lead. The lead was not used, and a new lead was implanted. The patient had no adverse consequences.